Manufacturer narrative:
The marksman catheter was returned with the flow diverter. As received, the marksman body appeared to be separated into two segments. The marksman body was found to be accordioned approximately 22 to 31cm from the distal tip. The marksman body was found to be separated approximately 29.5cm from the distal tip. The tubing material at the broken ends exhibited jagged edges, exposed braid, stretching and necking. The marksman was tested by running an in-house mandrel through the tip and hub. The mandrel was able to pass through with slight resistance and became stuck at the damaged locations. Based on the analysis findings and the event description, the reports of catheter resistance and accordion damage were confirmed. The marksman was also found to be separated into two segments. The broken ends of the marksman exhibited stretching and necking which indicates that separation occurred when the tensile strength of the tubing material was exceeded. It is possible that the patient's moderate vessel tortuosity may have contributed to the reported high resistance during delivery subsequently causing the flow diverter delivery system and marksman to become stuck and damaged. However, the cause for resistance could not be conclusively determined. Additionally, the damage seen on the marksman body (accordioning/separation) suggests that excessive force used (pushing and pulling). In this event, the user context may have contributed to the reported issues as the physician continued to advance the flow diverter delivery system despite high resistance. Per our instructions for use (IFU), the user should "discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis." The lot history record of the reported lot number was reviewed and no discrepancies that might have caused the reported event were noted. All products are 100% inspected for damage and irregularities during manufacture. Mdrs related to this event: 2029214-2016-00887, 2029214-2016-00974.

Event description:
Medtronic received information from device analysis that a marksman separated. The marksman had been used during flow diversion treatment for an unruptured, saccular aneurysm in the left internal carotid artery (ica). The aneurysm had a max. Diameter of 27mm. The landing zone artery size was 3.5mm distal and 3.75mm proximal. Vessel tortuosity was moderate. The catheter was flushed and the devices were prepared as indicated in the IFU. It was reported that the sheath, guide catheter, and marksman catheter were positioned. The flow diverter was inserted into the marksman hub and advanced. As the flow diverter was advanced past the proximal part of the aneurysm, the physician experienced high resistance. The whole system jumped proximal to the aneurysm. The system was removed from the sheath. The marksman was observed to have kink and accordion damage in the middle section. Ultimately, the procedure was ended without any endovascular treatment. There were no reports of patient injury in connection with this event. The marksman was returned for analysis and was observed to be separated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.